Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Customer did not provide serial number.

Event description:
The customer reported a faulty power supply. There was no reported patient involvement.

Event description:
The customer reported a faulty power supply. Further information was provided that the "device was down". There was no reported patient involvement.